Manufacturer narrative:
Incomplete UDI# since serial#, exp date, mnf date and lot# are missing. Due to character restrictions in block e1, initial reporter full name: (B)(6). Full event site address: (B)(6). Event site full name: (B)(6). A supplemental report will be send upon completion of investigation.

Event description:
It was reported that the physician wasn't able to get intra aortic balloon(iab) catheter through the sheath.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site) g3, g6, h2, h3, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d4 (UDI no.), h6 (health effect ¿ clinical code, health effect ¿ impact codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).